Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that in early 2008, two xience stents (3.0 x 23 mm and 2.5 x 28 mm) were implanted in the obtuse marginal. Eleven months later, the patient was hospitalized for restenosis in the obtuse marginal, which as confirmed by intravascular ultra sound (ivus), and was treated with balloon angioplasty. No additional event or patient information is available.

Manufacturer narrative:
The second xience everolimus eluting coronary stent system indicated is being filed under the same MFR number.